Manufacturer narrative:
The complaint device was not returned to avante health solutions (ahs) for evaluation; however, the nurse at the hospital tested the other philips telemetry transmitters received in the same order as the complaint device. The nurse inserted a 9v battery backwards into each of the devices which duplicated the very rapid overheating. The root cause for the reported event was determined to be use error as the battery had reportedly been inserted backwards. It should be noted that this only happens with the ahs battery contacts and did not happen with the philips battery contacts. The device was returned to ahs and the ahs battery contacts were replaced with the philips battery contacts. No further action is required. Avante health solutions will continue to monitor this type of event. Note: this MDR filing is part of a retrospective review.

Event description:
Reportedly, the device overheated, ignited and burned someone at the facility. The case of the device also melted. It was noted that rechargeable batteries were not being used and that the only batteries used in the facility are medcell batteries from (B)(6). There was no report of intervention. No additional event or patient information is available.